Manufacturer narrative:
Located at the distal tip of the skive, the dpu protrudes outside the sheath for 1.6 cm. Located at the distal tip section of the skive, mechanical sheath damage resulted in the skive opening up. Located distal, but adjacent to the distal tip of the skive, is a blockage consisting of blood, contrast, and protein. The dpu could not be moved due to this blockage. The coil's socket ring has been pushed down inside the outer sheath. The location of the coil's socket ring did not affect coil advancement inside the sheath or microcatheter during testing. At the proximal section of the coil two areas of kinking were found. This damage was deemed minor allowing microcatheter testing of the coil. Located on the first secondary winding off the ball tip is a blood,protein, and contrast mixture adhering to the coil. The unit was cleaned and the protruding dpu was pushed back down inside the sheath. The unit was then resheathed multiple times with no problems encountered. Using an in-house 18 series compatible microcatheter, the coil was advanced through and out the distal tip multiple times with no resistance encountered. Located 106.0 cm off the proximal end, the returned microcatheter has been mechanically damaged through compression. It is important to note that the 4 coils with three different lot numbers and catalog sizes had identical severe resistance difficulties inside the same microcatheter and that all 4 microcoil systems could not be resheathed. The coil was returned with minor damage. There are two contributing factors to the coil encountering severe resistance inside the microcatheter. It was found that distal interference inside the microcatheter most likely caused the severe resistance encountered by the coil. If the mechanical damage found to the microcatheter occurred before or during the procedure; then this would be the primary contributing factor. This damage compressed the microcatheter¿s tube and would have caused severe resistance during the first four coils advancement attempts through this section. These coils may have opened up the compressed section during advancement allowing the remaining coils to pass through. How and when this damage occurred to the microcatheter cannot be determined. The secondary contributing factor was the choice of a noncompatible microcatheter that was used with 18 series microcatheter system. For optimum product performance and to prevent complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The michibiki microcatheter has an inner lumen of up to 0.023¿.there are two contributing factors to the resheathing difficulty. The primary and most likely root cause of the resheathing difficulty occurred when the resheathing tool was advanced over the proximal end of the skive causing mechanical sheath damage. When the resheathing tool was retracted for resheathing; it opened up the skive which allowed the device positioning unit (dpu) to protrude outside the sheath. In this condition; the microcoil system cannot be resheathed. For optimum product performance and to prevent complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿the secondary root cause may have been the blood; protein; and contrast plug that was adjacent to the coils protrusion site. This blockage prevented advancement or retraction of the coil inside the sheath during laboratory testing. The blockage had to be removed in order to resheath the coil. For optimum product performance and to prevent complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. The microcatheter was also not compatible with the size of the coils. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 2 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
While delivering a presidio (pc4181550-30j/ j10380) in a michibiki microcatheter; physician felt a severe resistance and he could not advance the coil anymore. It is unknown where exactly the coil met resistance. So he wanted to re-sheath the presidio but the re-sheathing tool got stuck to the coil introducer sheath and the coil was not able to be reloaded into the introducer sheath although it was kept straight during re-sheathing. Afterwards; the coil was safely removed from the patient and it was replaced with another presidio of the same lot number. However; likewise; physician felt a severe resistance between the coil and the same microcatheter; and while attempting to re-sheath; he was not able reload the coil for the same reason. It happened repeatedly with other presidio coils as well (c4181343-30j/ j10378 and pc4180830-30j/ j10549). All coils were safely removed from the patient. Only the michibiki was used during the procedure and six out of ten (including the complaint coils) coils were successfully placed in the target aneurysm without resistance. The complaint products were new and stored per labeling instructions. Afterwards; the procedure was completed with no further issues. No patient injury was reported. All complaint coils and the michibiki microcatheter are going to be returned for analysis. Failure analysis found stretching and entanglement on the coil with lot # j10378. Minor kinking damage was also discovered on the coil with lot # j10380.